Event description:
While placing a xact stent in the patient's left internal and commom carotid artery, using the emboshield system, an air embolism occurred. The patient experienced a tia lasting for 3 days. The patient was treated with hyperbaric oxygen therapy and was discharged home.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.